Event description:
It was reported that the pump had a volumetric deviation of 7%. Per reporter, the problem was noticed while they were doing their stock, so during the yearly preventive maintenance. There was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged. The event history log was downloaded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was not able to duplicate the customer reported problem. The investigation was not able to determine the cause of the reported issue. No further action will be taken.